Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl) due to the infusion set. Customer declined troubleshooting, and no further information was provided on the reported issue. Customer was unable to provide infusion set manufacturer.